Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that the syringe contained cloudy saline with floating orange particulates. To support the investigation, one sample without packaging flow wrap and two photographs were provided to the quality team. A visual inspection confirmed a cloudy solution with loose particles; the photographs corresponded to the sample received. No other defects or imperfections were observed. The sample was submitted to a laboratory for further analysis. The laboratory screening indicated the closest match to benzyl alcohol, but the match percentage was low and therefore inconclusive. A device history record review was completed for material number 306590, lot 5162350. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with specification requirements. Based on the investigation and analysis of the returned sample, the customer-reported condition is confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml saline fill can sp had foreign matter. The following information was provided by the initial reporter: material#: 306590, batch#: 5162350. The saline inside the sealed syringe is foggy with floating orange specs in the saline. Customer response on (B)(6) 2025. Sorry for the confusion. The product in question is material#: 306590 (syringe 3ml saline fill can sp) and is lot#: 5162350. Thank you.